Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated about 1-2 years ago, she fell unconscious at work. The cgm value was 127 mg/dl. She had not checked a fingerstick bg. Emergency medical services (ems)/ambulance was called. She was in the hospital for five days and could not remember what bg values were obtained by the healthcare personnel¿s (hcps) or the dosage of glucose infusion that was given to her. She sustained a broken tooth, bit her tongue, and her glasses were pressed into her face. She has since recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.